Event description:
4/04 note received with unit states: not working correctly, no air coming out when on patient. While connected to patient, family member states no flow at all coming out of vent. Family member was about to put patient on vent, but it would not function. Placed patient on other ltv and shut down malfunction vent and could not repeat problem. Vent exchanged and sent to be checked". Was on ac power at time, humidifier in use.